Event description:
It was reported by service report that the bed can not be lowered all the way down from either siderail. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - siderail cable.